Manufacturer narrative:
According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis mainclude but are not limited to: occlusion. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent an endovascular procedure to repair the left superficial femoral artery occlusion using three gore® viabahn® endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, it was confirmed that the endoprostheses were occluded. No further information was available.

Manufacturer narrative:
Ethnicity: updated. Additional information determined that there was no reportable event. Therefore, the medwatch is retracted.

Event description:
It was confirmed that the endoprostheses remained patent.